Event description:
The manufacturer was contacted regarding a dreamstation auto bipap device that the customer wanted to return due to the patient passing away and no longer needing the device. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information for evaluation and investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted regarding a dreamstation auto bipap device that the customer wanted to return due to the patient passing away and no longer needing the device. Device was returned to product investigation laboratory and they observed the following sound abatement degraded foam indications. Product investigation laboratory initiated therapy with the device and verified airflow. Product investigation laboratory observed the following from an external and internal inspection and found unknown contamination at the air inlet and at the bottom of the blower box, light black specks in the bottom enclosure and unknown white dust like contamination was on top and bottom of the motor seal. Product investigation laboratory also observed missing air inlet filter. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. 0 errors were logged. In this report, in box d device avail. For eval & date returned. In box h problem code, component code, method code, results code and conclusion code has been updated/corrected.